Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturing date is year 2014. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation was performed and no problems were found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was suction loss while laser firing during the capsulotomy step of the procedure in the patients left operative eye. It was reported by the surgeon that the patient moved as soon as laser started and created suction loss. Case was completed manually and no additional issues were found.